Event description:
It was reported that the protective wings on the bd ultrasafe¿ passive needle guard were missing, causing the product to spill out onto the patient. The following information was provided by the initial reporter: "the patient indicates that two syringes did not have "protective wings". She indicates that the first syringe, the product spilled on her nightgown but that she was not in direct contact with the product. The patient specifies that the injection could not take place. She indicates that the second syringe also did not have a wing""

Manufacturer narrative:
Investigation summary: the customer issued a complaint for missing protective wings problem detected by end user. No sample was provided to bdm-ps for analysis; therefore, it is not possible to investigate the reported condition or determine the root cause. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batches involved in this complaint met all acceptable quality levels (aql¿s), were manufactured and released according to applicable procedures and specifications. Based on investigation conclusion, bdm-ps was not able to confirm the symptom perceived by customer or correlate this symptom with a potential cause linked to bd process.